Event description:
The consumer reported receiving burns to her back from the heating pad. She alleges the heating pad "caught fire" and burned the couch. She was leaning against the heating pad against the couch. The owner's manual states not to lay or lean against the heating pad.